Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Device inspection found there was no image when angulating. Based on the results of the investigation and previous investigations, it likely suggests probable causes of the alleged failure of no image is due to degradation. The most probable cause of the reported issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up, the subject device did not get an image. There were no reports of patient involvement.